Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD; implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under-sensing was noted and lead positioning was suspected for creating the under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.